Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak (air in steerable sleeve) in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip delivery system (cds) leak requiring aspiration. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The cds was advanced to the valve and the clip deployed. Afterward, air was noted inside the cds sleeve. Aspiration was performed to remove the air. Another clip was placed with no issue. Two clips were implanted, reducing the mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.